Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination of the balloon and stent revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the distal end of the stent would not deploy and a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon over the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 32x2.5mm, eccentric, de novo target lesion was located in the non tortuous and non calcified mid right coronary artery. Following the insertion of a tr 6/4 guide catheter, pre-dilatation was performed with a 25x20mm maverick balloon catheter. A 32x2.50 omega stent was then advanced to treat the lesion. The device was initially inflated at 6 atmospheres however, the balloon ruptured. The whole system was pulled out and the stent was still intact on the stent delivery device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 32x2.5mm, eccentric, de novo target lesion was located in the non tortuous and non calcified mid right coronary artery. Following the insertion of a tr 6/4 guide catheter, pre-dilatation was performed with a 25x20mm maverick balloon catheter. A 32x2.50 omega stent was then advanced to treat the lesion. The device was initially inflated at 6 atmospheres however, the balloon ruptured. The whole system was pulled out and the stent was still intact on the stent delivery device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.